Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. There were no symptoms reported for the issue; the customer self-treated with "higher" insulin (dose/type unspecified) and then received an insulin injection (dose/type unspecified) from a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.